Event description:
There is no additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and tube had foreign objects." A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of up/down knob, a crack on scope body, deformation of angle shaft, and electrical connector guide pin water tightness was lost." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a failure to clean and disinfect the gastrointestinal videoscope. The issue was found during reprocessing. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.